Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving an alert 35 (insulin occlusion) on the ilet device and did not resume insulin delivery. As a result, the patient's blood glucose (bg) rose to 351 mg/dl. The patient contacted support and was guided through a complete supply change, including replacing the infusion set and connectors. After the supply change, the patient's bg began to decline and returned to a normal range of 176 mg/dl by approximately 5 pm the same day. No symptoms, external assistance, or medical intervention occurred. The patient was advised to contact support promptly if the issue recurs.